Manufacturer narrative:
Upon completion of a health risk assessment provided by a healthcare professional, this issue if repeated is not likely to result in serious injury or death to the patient or caregiver. No adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to reoccur.

Event description:
The trolley bottom release arm broke and caused plastic pieces to become wedged in between the transfer trolley lock assembly and transfer trolley bracket which caused the trolley not to lock and engage the transfer when pulled all the way out of ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
The trolley bottom release arm broke and caused plastic pieces to become wedged in between the transfer trolley lock assembly and transfer trolley bracket which caused the trolley not to lock and engage the transfer when pulled all the way out of ambulance. . No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.